Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure the physician attempted the transseptal crossing, but they were having a difficult time engaging the fossa ovalis. The physician was able to get across the septum and exchanged for a watchman access sheath. At this time, the echo physician noticed that there was a pericardial effusion developing. The pericardial effusion was monitored for approximately 5 minutes. It was noted to be slightly larger than when it was first discovered. The physician felt that there was a small micro tear in the right atrium and felt that it was safe to proceed with the watchman implantation. They continued the procedure and successfully implanted a closure device in the laa of the patient. The patient was then transferred to the intensive care unit where they were monitored over night. The pericardial effusion remained stable without any hemodynamic compromise. The patient recovered well and was stable following these events. The patient has since been discharged home doing fine.